Event description:
The patient was revised to address a dislocation.

Manufacturer narrative:
Depuy has received information stating that the depuy liner and cup was used in conjunction with a competitor stem. Manufacturer: zimmer, product: link mp 16. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. It is reported the depuy devices were used in conjunction with two competitor¿s prosthetic systems. This use of the depuy devices is considered off label and is not recommended. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Additional medical records were obtained and reviewed by a medical professional. There was no new information obtained within the provided additional information that changed the outcome of the previous investigation and medical record review. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Additional medical records were obtained and reviewed by a medical professional. There was no new information obtained within the provided additional information that changed the outcome of the previous investigation and medical record review. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.